Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. A review of customer data aligned with the customer¿s issue and no additional issues were identified. The ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for the lot number and complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances, or deviations associated with reagent lots / list number and complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. The review shows that the median patient result for the complaint lots is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the issue under review. A cross functional team (cft) consisting of quality, technical, and medical affairs agreed that the event represents a correct use. Risk evaluation has been initiated. Further cft agreed that the issue is adequately addressed in the risk management file. Based on the investigation, no systemic issue or product deficiency of the architect stat high sensitive troponin-I reagent lot 54316ud00 was identified.

Event description:
The customer reported false positive architect stat high sensitive troponin-I results for an 87-year-old female patient. The following data was provided (customer¿s reference range: 0-15.5 pg/ml): patient 1: (all results are blood draws of the same patient using reagent lot 54316ud00) on (B)(6) 2023 at 02:54am, sid (B)(6): first troponin result = 24.7 pg/ml. On (B)(6) 2023 at 04:41am, sid (B)(6): second troponin result = 23.3 pg/ml. On (B)(6) 2023 at 07:10am, sid (B)(6): third troponin result = 26.3 pg/ml. For troubleshooting purposes only, the sample was run at another facility on another architect instrument ((B)(6)) with reagent lot 54106ud00 to verify the result = 26.8 pg/ml. The sample was run on roche platform: troponin result = 0.100 ng/ml. The customer confirmed that an angiography was not performed on this patient. No harm was reported. No impact to patient management was reported.

Event description:
The customer reported false positive architect stat high sensitive troponin-I results for an 87-year-old female patient. The following data was provided (customer¿s reference range: 0-15.5 pg/ml): patient 1: (all results are blood draws of the same patient using reagent lot 54316ud00). On (B)(6) 2023 at 02:54am, sid (B)(6) : first troponin result = 24.7 pg/ml. On (B)(6) 2023 at 04:41am, sid (B)(6): second troponin result = 23.3 pg/ml. On (B)(6) 2023 at 07:10am, sid (B)(6): third troponin result = 26.3 pg/ml. For troubleshooting purposes only, the sample was run at another facility on another architect instrument (B)(6). With reagent lot 54106ud00 to verify the result = 26.8 pg/ml the sample was run on roche platform: troponin result = 0.100 ng/ml. The customer confirmed that an angiography was not performed on this patient. No harm was reported. No impact to patient management was reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6). (Different blood samples from the same patient). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.